Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The surgeon decided that the 4cm cuff was too tight and opted to upsize to a 4.5cm cuff. All of the components were removed and replaced. There were no further patient complications reported.